Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional also reported via mammography "there is a benign appearing of inframammary lymph node with a central fatty hilus and central doppler flow at the site of the mammographic mass measuring 11x10x3mm with no suspicious masses and both silicone implants appeared ruptured with extracapsular silicone." Device was explanted and replaced.

Manufacturer narrative:
Continued e1 additional fax number: (B)(6) . Continued e1 additional phone number:(B)(6) . Continued e1 additional email: (B)(6) . Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on anterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Additional observations: crease flat is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.